Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep saw the patient in the clinic. They stated that the patient was unable to see a provider on 2018-(B)(6), but had an appointment scheduled for 2018-(B)(6), to meet with the doctor regarding their next steps. The rep stated that they were unable to resolve the issue by reprogramming their device at the time of their last visit and did not have any further information at the time of the report. On 2018-(B)(6), additional information was received from a rep reporting that the patient was seen again in the clinic today. They stated x-rays were taken and the physician didn¿t see lead movement. It was reported that an impedance check was run and electrodes 10 and 12 were greater than 10,000 ohms. The rep programmed the patient off of these electrodes, but the patient was still not getting adequate stimulation on their right side of head. It was reported that the physician was updated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the surgical intervention was planned/scheduled to resolve the high impedances and painful stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called today per the clinic request. The rep stated that when talking to the patient on the phone they explained that they were hit in the head by a patio umbrella on (B)(6) 2018. Since then they had not been able to use their spinal cord stimulator device because of the painful stimulation. It was reported that the rep would see the clinic on (B)(6) 2018 with the provider to troubleshoot in person. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was asked but was unknown if surgical intervention is planned. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.